Event description:
The event is reported as: alleged issue - customer called to report that the tips had cracked off after use and the tips have been retrieved. There was no pt injury. It is unk what kind of procedure the item was used in.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.